Manufacturer narrative:
No photos or physical samples that display the reported condition were available for investigation. A complaint history check was performed, and this is the 1st related complaint reported with the defect/condition of needle disengagement difficult with lot # 4059660 and material # 383536. A device history record review was completed by our quality engineer team for provided material number 383536 and lot number 4059660. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. Based on the available information, an exact cause for this incident could not be identified. Complaints received for this device and reported condition will continue to be tracked and trended.

Event description:
It was reported that bd nexiva needle disengagement was difficult. The following information was provided by the initial reporter: nexiva gray piece not wanting to push forward and safety piece not wanting to pull back. I would like to clarify the description of the complaint. The gray and white piece of the catheter works as it should. No trouble advancing the catheter into the vein. It is when the catheter is placed and you want to remove the needle from the hub that the issue occurs. The gray piece does not want to separate from the catheter hub. (B)(6) they were able to get separation using pliers so we do not have the catheter. Did the event involve an urgent/life threatening medical situation? No